Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of the incident was 501 mg/dl and right now it is 489 mg/dl. The customer reported that insulin pump had been bumped hard several times. The insulin pump rattled when they shake it and there was a reservoir inside the insulin pump. It was unknown whether auto mode feature was active on insulin pump. The customer declined troubleshooting for high blood glucose due to insulin pump was replaced at that time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected rattling noise during testing. No loose components inside the insulin pump during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with scratched case and pillowing keypad overlay.